Event description:
Surgeon reported that trocars were leaking during surgeries. The valves were not working properly. The event occurred during an unspecified number of procedures. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available, if no investigation conclusion has been completed. (B)(4).